Event description:
It was reported that the unspecified bd alaris pump set experienced leakage and component separation. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there were blue valves at the y sites that pop out and leave patients beds bloody and wet. We had an bd alaris primary tubing in an alaris IV pump infusing a maintenance IV without problems. The nurse attached a secondary tubing to infuse a potassium piggy back. When the nurse hung the piggyback via the secondary tubing the entire piggy back drained very quickly. The nurse didn't even have time to program the piggy back into the pump before the bag was empty. We took the tubing down and hung a completely new primary and secondary set and had no further problem. Just in case, we took the pump channel out of service and had it checked and it was also okay. The nurse reported to me later this was the second time it had happened to him in a matter of days. I spoke with several nurses that day to see if anyone else had had the same issue and no one had, however, two nurses told me they have had the little blue valves at the y sites pop out on them recently leaving their patients beds bloody and wet. Unfortunately those incidents were not reported to me until I asked about the bag that free flowed. I have the tubing but not the package from the free flow incident, so unfortunately I cannot provide you with the lot number unless it is on the tubing somewhere? Please let me know if I can answer any other questions for you.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there were blue valves at the y sites that pop out and leave patients beds bloody and wet. Could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd alaris pump set experienced leakage and component separation. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there were blue valves at the y sites that pop out and leave patients beds bloody and wet. We had an bd alaris primary tubing in an alaris IV pump infusing a maintenance IV without problems. The nurse attached a secondary tubing to infuse a potassium piggy back. When the nurse hung the piggyback via the secondary tubing the entire piggy back drained very quickly. The nurse didn't even have time to program the piggy back into the pump before the bag was empty. We took the tubing down and hung a completely new primary and secondary set and had no further problem. Just in case, we took the pump channel out of service and had it checked and it was also okay. The nurse reported to me later this was the second time it had happened to him in a matter of days. I spoke with several nurses that day to see if anyone else had the same issue and no one had, however, two nurses told me they have had the little blue valves at the y sites pop out on them recently leaving their patients beds bloody and wet. Unfortunately those incidents were not reported to me until I asked about the bag that free flowed. I have the tubing but not the package from the free flow incident, so unfortunately I cannot provide you with the lot number unless it is on the tubing somewhere? Please let me know if I can answer any other questions for you.